Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with an infection on 07/09/2024 and has been taking antibiotics since 07/11/2024. The patient confirmed the infection was peritonitis, however no hospitalization was required. The patient was still under treatment for the mentioned peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on 11/jul/2024 with cloudy peritoneal effluent fluid and nausea. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on 11/jul/2024 presented with staphylococcus epidermidis in the culture and a wbc count of 2663/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. The patient¿s ip ceftazidime was discontinued upon culture results. The patient is recovering from this event as she remains asymptomatic on antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler through this treatment course.